Event description:
The facility reported a colleague infusion pump with a failure code 522:320:654:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the intensive care unit. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 522:320:654:0000 was confirmed during product evaluation. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.